Event description:
The following has been reported: service needed. The customer was able to use the pump x1 with no issue. Second time, alarm saying "service needed" goes off after line is primed and infusion is set. Also, noted that patients are not appearing on the pump to select. A preliminary review of the device log files could not be performed. The device was returned for evaluation. Upon return, the log files indicate mechanical hardware failure (vr decoupled). Performed resistor motor home test, resistor calibration/verification tests, dsps calibration/verification tests and unit passed. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and unit failed due to tubing set problem. The fva output pin is showing drag. Removed and replaced fva motor. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. Lcd touch screen is damaged due to broken screw mounts. Lcd screen will be removed and replaced during the repair process before being sent to the test line for full functional testing. Reporting as a conservative measure due to the vr decoupled issue identified during investigation. No adverse effects were reported.